Manufacturer narrative:
The reported field event of loss of capture was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that a pacemaker dependent patient had a history of syncope and pre-syncope. In clinic, increased rv capture thresholds were noted. No other anomalies were noted. The patient presented in ER with syncope. Patient monitoring revealed frequent losses of capture and was sent to the hospital immediately. Temporary wire was placed and a new device was implanted. The patient had competitors lead. Permanent lead was implanted the following day. The patient was stable post-implant.